Event description:
It was reported that during embolization procedure, the two coils unintentionally detached from the pusher in the microcatheter during manipulation into a large aneurysm. The physician used a snare device to removed the entire coils from the patient. The patient had several complications unrelated to the coils. The patient current status is stable. This report 1 of 2. Reference MFR. Report# 2032493-2022-00055.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Summary device evaluation: the implant was returned severely damaged along with the snare and two competitor phenom microcatheters. No damages were found on the returned microcatheters and the coil pusher was not returned. Without the return and evaluation of the pusher, the investigation is unable to determine the mode of separation (i.e. Unintentional vs normal detachment using a detachment controller). No notable conditions were found on the returned microcatheter. The implant was returned damaged and stretched, which is consistent with using a snare device to retrieve it as indicated in the complaint. Since the investigation could not verify the mode of implant separation due to the absence of the pusher, the reported event is considered non-verifiable. The instructions for use (IFU) identifies premature and difficult or delayed coil detachment as potential complication associated with use of the device.